Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The case was no longer required as a new case was created to address the reported issue. No work was performed by the philips in the current case. The issue occurred previously, where suite pc was replaced and software reload was performed, but customer was not able to see vitals and work list was not pulling up. Therefore, the new case was created, where the fse updated the new ip address and mac address to the new pc, which resolved the issue completely. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.